Manufacturer narrative:
This device is used for therapeutic purposes only. (B)(4). The device was discarded by the user facility; therefore, a product evaluation could not be completed.

Event description:
It was reported that during a bilateral maxillo-ethmoid, sphenoid, frontal endoscopic sinus surgery with septoplasty and turbinate r eduction, ¿the distal tip broke off; the 40 shaver tip ¿ interior shaft broke off in the pts sinus surgery, outer shaft did stay intact so it would not turn the shaver. They did open another 40 blade.¿ there was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.